Event description:
It was reported that the immediate cause of death was due to cardiogenic shock due to acute decompensated heart failure. There was no reference to the device malfunctioning and the cause of death was noted to be unrelated to the device. No further information provided.

Manufacturer narrative:
Section b5: additional information. Section d4: corrected information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established during this evaluation. The account reported that that while in the operating room (or) on (B)(6) 2017, the patient went into cardiac arrest. Heartmate 3 lvas, serial number (B)(6) was implanted but the patient was hypotensive and poorly responsive to pressors and methylene blue. The patient was unable to be weaned from bypass. A temporary rvad was placed due to right heart failure, which was then converted to an ECMO system. It was unknown if the right heart failure was device/device therapy related. The patient ultimately expired due to cardiogenic shock caused by acute decompensated heart failure on (B)(6) 2017. It was communicated that no autopsy was performed and heartmate 3 lvas, serial number (B)(6), would not be returned. The hm3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hypotensive and poorly responsive to pressors and methylene blue on operating room table. They were unable to wean the patient from bypass so a temporary right ventricular assist device was placed and then the patient was converted to ECMO. The cause for heart failure was unknown but possibly device related. The patient expired 1 day post-op. No further information was provided.